Event description:
The customer reported the mx40 shows a speaker malfunction and has no tone. No patient involvement.

Event description:
The customer reported the mx40 shows a speaker malfunction and has no tone. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.